Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 19 was verified; however, the alleged occlusion issue was unable to be confirmed due to the cartridge not being returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed out the pump supplies to resume insulin delivery. In addition, the customer received a cartridge alarm 19 during the load sequence. Reportedly, the customer was able to successfully load a new cartridge onto the pump. Customer had elevated blood glucose (bg) levels in the 300 mg/dl range. Customer delivered a bolus to address elevated bg levels.